Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the chronic right ventricular (rv) lead and another manufacturer's device, exhibited oversensing that resulted in greater than two seconds of pacing inhibition. When the lead was connected to this replacement pacemaker, oversensing and pacing inhibition continued to be observed. The lead was capped and abandoned and this replacement pacemaker remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received indicating this patient underwent an upgrade procedure and this pacemaker was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d). No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the right ventricular pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.